Manufacturer narrative:
This product is manufactured in the u.s. But is not marketed in the u.s.(B)(4) - no consequences or impact to patient. No code available (lens got stuck in cartridge). Conclusions: conclusion not yet available. Evaluation is in progress.(B)(4)

Event description:
The reporter indicated that the surgeon used a ks-3ai preloaded injector, 15.0 diopter. Prior to implantation, the lens got stuck in the cartridge. The lens was not implanted. No adverse events reported.